Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from USA stating that the device "does not function." It is unknown if the device was being used during surgery. No patient or user injury reported. It is unknown if medical intervention occurred. There was no additional information provided.